Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Event description:
It was reported that on (B)(6) 2007, the patient was (B)(6), when he underwent an elaborate instrument scoliosis correction procedure from t3-l1. The patient was implanted with 10.8ml rhbmp-2/acs. After the surgery, the patient experienced extreme hallucinations, for which he was treated in post-operative consultations. Since the surgery, the patient's surgical scars continuously bleed; he has very limited mobility, and; he suffers daily under excruciating pain and discomfort from the hardware installed during his surgery.

Manufacturer narrative:
(B)(6). (B)(4).